Event description:
On (B)(6) 2026, the patient underwent for a dialysis catheter placement procedure of a 19 cm reliance xk tunneled dialysis catheter. The patient returned on (B)(6) 2026 for catheter exchange after a foreign object was identified inside the device. The foreign plastic piece was located within the red port between the cap and the y section in the clear tubing area and could not be removed manually. The catheter was cut open to retrieve the object for inspection. Following review, the physician determined that the foreign piece did not originate from a needle or any component of the tdc kit and believed it may have been present from manufacturing. The object had not migrated beyond the catheter or entered the patient¿s bloodstream. It is unknown whether the patient underwent dialysis while the foreign object was present. No patient injury was reported.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.